Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the described event field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency room after receiving shock therapy. Upon review of the stored episode it was determined that the shock was inappropriate as a result of oversensing air bubble noise. Technical services (ts) was consulted and provided troubleshooting and programming options. Subsequently, the device was reprogrammed and re-evaluation in a few weeks was recommended. At this time, the device system remains in-service. No adverse patient effects were reported.